Event description:
Dr implanted device in 2004. X-rays (on file at pioneer) taken the same day as implantation show that the implants were not fully engaged after surgery. X-rays taken 15 days later show that the implants are disengaged. Implants explanted two days later. Complaint states that implant was fractured as well.